Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were still having issues with their bladder and that they couldn't turn their stimulation up any higher because it caused them pain. The patient stated the issue had been going on for a little bit (patient stated a few months and confirmed it started in 2023) and that it had gotten worse over time, that they'd been wearing pull ups and heavy pads. The patient had initially called to request information about MRI. The explained they had progressive scoliosis and the only way they could be helped was if they could get an MRI. The patient commented they thought "a nerve was involved" and they couldn't "control that anyway." Patient services wanted to note it was unclear which nerve the patient was talking about and asked the patient if the "nerve involved" issue was related to the device/therapy or if they were just talking about their scoliosis and the patient was unclear in their answer which was also conflicting. They stated initially "no," that it was just something that wasn't going right but then they also said it was affecting their bladder and they didn't know what it was, so they weren't able to provide any further information aside from the fact that they were losing control of their bladder and that it was getting worse. Patient services reviewed with the patient that if they weren't seeing relief on their current program and they couldn't increase any higher without having pain that there was the potential that they could try another program. The patient stated that they talked to a manufacturer representative (rep) a few months ago about the issue, at least (patient confirmed it was in 2023) and the rep attempted to have the patient try two different programs and told the patient to "give it time" but it did nothing and it was like they didn't even have the therapy. Patient services reviewed programming considerations with the patient and stated if they hadn't tried every program they could still try another program and also redirected the patient to follow up with their managing health care provider (hcp) about their symptom concerns. The patient stated they knew something was wrong with them so they noted they would reach out to their hcp but was going to try to connect to their settings with patient services on the call to check their MRI mode and potentially making a change to their program but the patient could not find their handset at the time of the call. The patient was going to call back to continue reviewing MRI mode and discussing making a setting change when they called back. Patient also mentioned relevant medical history: they were claustrophobic and was very concerned they could not get an open MRI because with a closed MRI they had to lie on their back and they "couldn't" even if they were given meds. Patient services reviewed MRI guidelines with the patient and redirected them back to d iscussing their concerns with the doctor. Caller called back and was encountering no device found. The caller also commented that when they use the communicator over the ins they feel a surge from the device. Helped caller go into the correct app and connect and activate MRI mode. Caller saw full body eligibility. The caller reports that they are claustrophobic and can't be in a machine where their face is close to the MRI. Caller reported they have scoliosis and also need to have a leg up. Caller commented they are in "bad shape" and have nerve pain problems. Reviewed labeling is 1.5 or 3t horizontal cylindrical system and not open. Reviewed to talk to MRI center about machine size. The caller reports that their symptoms are getting worse and they cannot increase the stim because it hurts, they are using pull-ups and heavy pads. Helped patient change programs and adjust to a comfortable setting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.